Manufacturer narrative:
The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review of this case was performed. It was found that the device did not shock the patient. More specifically, at 00:05:43 there is artefact present on the ECG that is indicative of a defibrillation shock being delivered, however as per review of the electronic records, this shock was not delivered by sam 350p. The customer event form stated that the patient had a pacemaker. It is suspected that the shock was delivered by the implantable device. During the investigation, the device delivered the test therapy sequence without fault using a test pad-pak and was observed to record ECG data without noise or other abnormalities. No fault was identified on the device that would cause the device to automatically deliver a shock without warning. It was concluded that the device performed to specification.

Event description:
The customer contacted heartsine to report that their device delivered a shock to a patient without the user pressing the shock button. In this state the device may deliver incorrect defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. As the device serial number is currently unknown, heartsine is unable to provide a device manufacturing date. This information will be included in a follow-up report.

Event description:
The customer contacted heartsine to report that their device delivered a shock to a patient without the user pressing the shock button. In this state the device may deliver incorrect defibrillation therapy. This issue is patient related; however there was no adverse event reported.